Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. For the first firing for the duodenum resection, connected the reload to the adapter and checked the jaws opening and closing with no problem. Before the surgeon inserted the device into the trocar, pushed the silver rotation toggle, however, the device did not react at all. The surgeon could not open, close, or articulate the jaws. Re-inserted the battery and replaced the cartridge. The firing was completed with no problem. After removing the device from the tissue, pushed the blue button and the silver button at the same time and tried to return the jaws to the straight position, however, the device did not react at all and the jaws remained closed. The status indicators were illuminated blue. Re-inserted the battery, could remove the cartridge from the adapter. Replaced by a manual stapling handle and the procedure was completed with no problem. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.